Manufacturer narrative:
Review of manufacturing records of implanted axle highlighted no pre-existing anomaly on involved batch, confirming that the device has been released according to specification. The manufacturer will provide a final report as soon as the investigation is completed.

Event description:
Conversion surgery performed on (B)(6) 2025 due to elbow instability. The pre-existing implant was not removed as there were no signs of breakage, but surgeon implanted the axle #small (part number: 1590.15.010, lot: 2504642, sterilization: 2500077) between the humeral and ulnar components to link them to improve stability. The surgery was completed as intended. Previous surgery date and list of implanted components is unknown. Patient is a female, date of birth on (B)(6) 1950. The event occurred in the united states.